Manufacturer narrative:
Unit received with critical pump error (open book) after battery installation and unable to download, problem isolated to force sensor zero offset out of spec. The force sensor measured to be 000.2 mv. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery compartment had crack. Blood glucose level was unknown. The insulin pump will be returned for analysis.